Event description:
Physician reported the patient had an unexpected postoperative myopic result of 4 diopters following iol implant. The iol was removed and replaced without complication. In the physician's opinion it was unlikely the device was the cause of the patient's unanticipated refraction. Device was discarded by the account.

Manufacturer narrative:
The lens was discarded by the account and not returned for analysis. Information received from the physician indicates this event was unlikely to be related to the device. Incorrect diopter iol was initially implanted. Device not returned to the manufacturer